Manufacturer narrative:
Other applicable components are: product ID 3982a lot# n0025768 serial# implanted: (B)(6)2006 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for cervical radiculopathy. It was reported the patient has a lead and ins replacement scheduled for (B)(6) 2017. It was unknown why the replacement was scheduled. No further complications were reported.

Manufacturer narrative:
Device code (B)(4) no longer applies.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the contacts were all out-of-range (oor) so the stimulator was unable to be used. No further complications were reported.

Manufacturer narrative:
The event is now reportable for serious injury and product malfunction. If information is provided in the future, a supplemental report will be issued.